Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A67123-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain and c-section. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs) previously reported essure insertion dated - (B)(6) 2012 patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea and general abdominal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record: confirming- dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jun-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain : pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A67123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain and c-section. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen on (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs). Previously reported essure insertion dated - (B)(6) 2012. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea and general abdominal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain : pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A67123-not valid, a57128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain, c-section and grand multiparity. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs) previously reported essure insertion dated - (B)(6) 2012. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea and general abdominal bleeding. 3 trailing coils on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 23-mar-2021: medical record received. Lot number, reporters information, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain : pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A67123-inv, a57128-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain, c-section and grand multiparity. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs) previously reported essure insertion dated -(B)(6) 2012 patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea and general abdominal bleeding. 3 trailing coils on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, pelvic pain, menorrhagia. Lots numbers reported (a57128) a67123 are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain : pelvic'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain and c-section. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs) previously reported essure insertion dated - (B)(6) 2012. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea and general abdominal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events: abdominal pain and general abnormal bleeding were added. Patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, pain in cervical spine, leg pain, postpartum bleeding, uterine atony, abdominal pain and c-section. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2011 to (B)(6) 2013 and methergine. Concurrent conditions included uterine bleeding, fibroids, pelvic adhesions and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - (supracervical hysterectomy) and on (B)(6) 2015 underwent dilatation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in pfs) previously reported essure insertion dated - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: enlarged uterus 10cm size with small fibroids. Ultrasound scan vagina - on (B)(6) 2015: thickened endometrium. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming- dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events-¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping)¿, reporters, medical history, lab data, concomitant drug added. Outcome of events- ¿abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping)¿ updated to ¿recovered / resolved¿ and outcome of ¿physical pain/pain¿ updated to ¿recovering / resolving.¿ incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.